Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter was not connecting to the insulin pump. The customer was getting cannot find sensor signal error message. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer stated there was no damage to the connection bridge or pins. The customer will discontinue using the device. The device will be returned for analysis.